Event description:
Complainant alleged that while monitoring a pt. The device did not advise shock for what appeared to be a ventricular fibrillation heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.